Event description:
It was reported that, "after the vlift cage had been distracted upward and the impactor was supposed to be disconnected, the screw (head of the inner shaft) fell off. It was extremely difficult to disconnect the inner shaft from the cage. It had to be unscrewed with pliers."

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a vlift expander fracture was confirmed via visual inspection. A material analysis was performed and concluded that the shaft broke due to fatigue and bending. There were no material or manufacturing defects observed on any of the surface features examined. Manufacturing records were reviewed and there were no discrepancies found. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that, "after the vlift cage had been distracted upward and the impactor was supposed to be disconnected, the screw (head of the inner shaft) fell off. It was extremely difficult to disconnect the inner shaft from the cage. It had to be unscrewed with pliers."